Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through a pump reset. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.